Manufacturer narrative:
The investigation for the console (aic) pump stop has been completed. Data logs were reviewed which confirm that unexpected controller shutdown occurred. The console was returned for evaluation. The console screen went white with a constant screech upon reboot in the lab. Attempts to restart the console in maintenance mode were futile with the console no longer booting up in bios. Isolation of the epc by swapping with a well known good one resolved issue. The root cause for the unexpected controller shutdown was a defective epc.

Manufacturer narrative:
The automated impella controller (aic) device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported a 73-year-old male patient in an acute myocardial infarction / cardiogenic shock (ami/cgs) was implanted with an impella cp device for mechanical circulatory support. During impella support, the impella automated impella controller (aic) showed a blank white screen and was constant alarming. When doing a controller exchanged the pump stopped and the patients pressure dropped rapidly and became unstable. The patient was medically managed until back on the new console. The patient was transferred to another facility via flight. The nurse was taking the console out of flight mode and then switching over to the new facility owned console when the problem occurred. The nurse stated that the console was not taken out of flight mode yet when the screen went solid white, and the pump stopped working. Once the new console transfer was completed the patient rapidly became stable.